Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a ¿check clutch plunger lever¿ message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9: product received date 4/18/2024. Additional information reported there was no patient involvement.

Event description:
Additional information reported there was no patient involvement.

Manufacturer narrative:
Corrected data: d4 - UDI. One device was received for evaluation. Visual inspection found a cracked bottom case and plunger case with signs of fluid ingression. A 'check clutch/plunger lever' error was revealed in the event history log. Functional testing was unable to duplicate the reported problem. Preventative maintenance was performed. The device passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.